Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, an iol was not implanted placement failure. Surgeon forgot that t4 implants above 21.5d had a 2.6 mm tip, so the implant came completely out of the incision, no patient impact. Then enlarged the incision and the back-up implant was placed.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: it is stated in the file that "the surgeon forgot that t4 implants above 21.5d had a 2.6 mm tip, so the implant came completely out of the incision, no patient impact. What's more, she enlarged the incision, and the back-up implant was placed". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that "the surgeon forgot that t4 implants above 21.5d had a 2.6 mm tip, so the implant came completely out of the incision, no patient impact. What's more, she enlarged the incision, and the back-up implant was placed". Company product specification sheet instructs that this company model 23.0d - c nozzle, requires = 2.6 mm incision. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).